Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient experienced a blood glucose (bg) value in the range of 40 to 70mg/dl. The patient reportedly did not disconnect or suspend the pump when he experienced the low bgs. It was noted that the reporter was going to seek advisement from the health care provider (hcp) to discuss the basal rates and to see if any pump adjustments needed to be made. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. There was no indication that the pump caused or contributed to the reported event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: a review of the black box revealed that data was found to be overwritten on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.